Event description:
The customer reported that the cine was not working. The customer used a different c-arm to do a case. No pt was involved.

Manufacturer narrative:
The ge svc rep reseated the boards and cables then checked all voltages. He formatted the cine drive. The system is operating as intended.